Event description:
Bilateral knee pain [arthralgia]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a radiologist regarding a (B)(6) male patient, initials unknown. The patient's medical history was significant for use of arthrum in the past. On an unspecified date, the patient initiated treatment with synvisc one (hylan g-f 20) injection at 6 ml once, into both knees. The synvisc one lot number was not provided. Approximately 48 hours after the injection, the patient experienced bilateral knee pain and knee effusion. It was reported that effusion was clearly more important on one knee. Arthrocentesis was performed on this knee and 62 ml of synovial fluid was withdrawn which was sterile. Corticosteroids were injected in the knee on which arthrocentesis had been performed. It was reported that the other knee was treated with local non-steroidal anti-inflammatory drugs. No action was taken with synvisc one. The patient recovered from the events of bilateral knee pain and knee effusion. Concomitant medications were not provided. The intensity for the events of bilateral knee pain and knee effusion was not provided. The reporting physician did not provide the relationship between synvisc one and the events of bilateral knee pain and knee effusion.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. The benefit-risk relationship of the product is not affected by this report.